Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of infection, hemorrhage, ischemia, hematoma, pseudoaneurysm, embolism, tissue damage (vascular injury), occlusion, inflammation, thrombosis and pain are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported suture malposition, failure to achieve hemostasis and failure to deploy could not be determined. The reported patient effects of infection, hemorrhage, ischemia, hematoma, pseudoaneurysm, embolism, tissue damage (vascular injury), occlusion, inflammation, thrombosis and pain are known inherent risk of the procedure. The subsequent treatments of additional therapy/ non-surgical treatment, delayed therapy/ non-surgical treatment, treatment with medication and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment. Article title ¿efficacy and safety of the preclose technique following percutaneous aortic stent-graft implantation".

Manufacturer narrative:
Date of event estimated. As this was reported through a literature article, no device was returned for analysis. A follow-up report will be submitted with all additional relevant information. Literature article title: ¿efficacy and safety of the preclose technique following percutaneous aortic stent-graft implantation".

Event description:
It was reported through a research article identifying proglide that may be related to the following: failure to achieve hemostasis, malposition of device and defects in the device which may result in infection, pain, swelling, bleeding, lower leg ischemia, hematoma, pseudoaneursym, embolization, laceration, femoral artery thrombosis, surgical repair, medication, blood transfusion, thromboembolectomy, manual compression and percutaneous transluminal intervention. Specfic patient information is documented as unknown. Details are listed in the article titled: "efficacy and safety of the preclose technique following percutaneous aortic stent-graft implantation".